Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the focal calcified ostial of the right coronary artery (rca). After a 3.5mm x 32 synergy stent was implanted in the rca, intravascular ultrasound was performed. Then it was decided to place a 4.00 x 16 synergy ii drug-eluting stent in the ostium. However, when the device was advanced, it caught the struts of the previously placed stent upon positioning and the stent came off the balloon. The vessel was buddy-wired and a 4.00 x 12 nc balloon catheter was used to crush the non-expanded dislodged stent. The patient underwent bypass surgery at another hospital but was stable upon leaving (B)(6) hospital.